Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed evidence of call service 078 alarms. The pump could not be exercised for 24 hours due to a call service 078 alarm. The pump case was removed and internal moisture damage was observed.